Event description:
It was reported to medtronic neurosurgery that during the priming of the device, it was found that there was an obstruction within the valve and that the fluid was not flowing properly. No adverse impact or injury to the patient was reported.

Manufacturer narrative:
The returned valve was not patent due to the integral inlet connector being damaged. The damage precluded all other testing. It is unknown how or when this damage occurred. However, the damage is consistent with the inlet connector having been melted. All valves are 100% performance tested prior to being released from the manufacturing facility, and it is therefore highly unlikely the observed damage was incurred during the manufacturing process. A review of the manufacturing records showed no anomalies. (B)(4).